Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged damage to their lungs, cough, and stuffy nose. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. The patient alleged damage to their lungs, cough, and stuffy nose. Medical intervention was not specified. An external visual inspection of the device was completed by the manufacturer. The manufacturer found evidence of unknown black debris located in the blower exit, an unknown light beige dust dirt contaminant in the filter inlet and canal area. The manufacturer found evidence of sound abatement foam degradation/breakdown. The device's event logs were downloaded and reviewed. The manufacturer found 3 instances of e-130. The manufacturer concludes there was evidence of multiple contamination observed. The manufacturer confirmed there was evidence of sound abatement foam degradation.